Event description:
It was reported that on (B)(6), 2011 the patient obtained elevated blood glucose readings, experienced the symptom of vomiting and was admitted to the hospital with the diagnosis of dka. The patient's mother alleged the bolus history in the pump was incorrect, that the boluses in the history of 18.5 and 18.1 units given on (B)(6) 2011 were incorrect. The mother also reported several auto-off alarms. Troubleshooting revealed no issues with the infusion site or infusion set, the pump date/time were correct, all settings and basal settings were correct, and the total basal/bolus doses correctly matched those programmed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.